Event description:
It was reported complainant stated "exudates of a leg ulcer turned greenish under dressing." Complainant went on to question of "is this normal?"

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was further reported the complainant was in a hurry and wouldn't take her time for answering further questions. Requests for additional patient/event information were sent on (B)(6) 2014. Follow-up information was received from the pharmacist on (B)(6) 2014 stating she obtained information from the doctor's office treating the wound, there was an infection confirmed which was not related to the product. No further details available concerning medication or the testing date. A request for additional information was sent on (B)(6) 2014. To date no additional information has been received. A quality evaluation was documented on (B)(6) 2014. The product lot number was recorded as "could not obtain" indicating no lot number was available. As no complaint sample was received, an assignable cause could not determined and investigation is inconclusive. No evidence was found that product failed to meet all of the requirements and specifications at the time of manufacture. There are no additional complaints reported for this specific (B)(4). A review of the complaint listing for the previous 12 months for this product complaint issue. The evaluation has been conducted and no further work is required as per (B)(4). No corrective actions have been identified as a result of this analysis. On (B)(4) 2014 it was noted in correspondence with the research team they have stated that the green tint can be viewed as a pigment through aquacel, when light transmits through aquacel the pigment is green. Papers relating to infection control have been written, which show the properties of infection control. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.